Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #1 additional information received 08/30/2012 and submitted 09/18/2012: the reporter contacted animas again, now reporting the alleged leaking cartridge issue caused her to spend 3-4 days in the hospital due to an elevated blood glucose (bg) of over 600 mg/dl. She says at the time of the (B)(6) 2012 contact, she had no signs or symptoms, then her condition worsened. She claims to have been hospitalized with chest pain. She went to the emergency room (ER) with a bg reading high on meter and was told her bg was over 600mg/dl. She claims her bg stayed in the 500-600mg/dl range. She says she was placed on insulin drip , admitted to intensive care, and discharged three or four days later. Cardiac catheterization was performed with negative findings. She also claims being lethargic due to elevated bg the reporter is unsure of the length and dates of the hospital stay, and is unable to provide the name of the health care provider, or her bg at the time of discharge. The cartridge has been returned to animas for investigation and the product analysis lab found no defect. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the patient's blood glucose was elevated to 517 mg/dl after the o-ring on the cartridge was found leaking. The patient took a correction bolus insulin dose one hour prior to contacting animas. Troubleshooting revealed there was an insertion issue. Reportedly, the patient is putting the notch in the tubing prior to cocking the inserter. She then pulls the needle out by holding onto the outer edge of the inset. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while the patient had an issue with a cartridge leakage. The cartridge was requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.